Event description:
It is reported that the pt was revised due to pain.

Manufacturer narrative:
Evaluation summary: no devices or photos were received; therefore, the condition of the components is unk. Fit and orientation could not be evaluated without x-rays or surgical notes. A definitive root cause cannot be determined with the info provided. Evaluation: manufacturing documentation for the femoral and patellar components was reviewed and indicates that those devices were manufactured, inspected, and packaged to specification. The part and lot numbers of the other components are unk; therefore, device history reviews are not possible for those components. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence or product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.